Manufacturer narrative:
Product evaluation: the product was returned. Solution was on the lens. Both haptics and optic damage was observed. The reported complaint of "stuck at the cartridge outlet" could not be confirmed because the lens was not returned in a cartridge for evaluation. The customer indicated the use of a qualified cartridge with injector handpiece and a non-qualified viscoelastic. The root cause may be related to a failure to follow the dfu (directions for use). The report indicated the use of a viscoelastic that is non-qualified for use with the lens/cartridge/injector handpiece combination used. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. There have been no other complaints reported in the lot number. Cartridge and injector handpiece product history records could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract removal with intraocular lens (iol) implant procedure, the lens was stuck at the cartridge outlet when the surgeon pushed the lens. This occurred with two different lenses during the same procedure. A third lens was able to be implanted the following day. Additional information has been requested but not received. This report refers to the second iol that could not be implanted, which led to the patient being left aphakic the day of the initial procedure.